Event description:
It was reported that a pump will power on without user input when the device is touched. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed that the pump will power on when pressure was applied to the pump door. Further eval determined that this was caused by a failed upper latch switch. The failed upper latch switch was replaced.